Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Four months post-op it was reported that the rods broke. The patient underwent a revision surgery 7 months post-op to remove the hardware. The patient reported experiencing pain after a spinal fusion surgery. No additional information was provided.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Patient underwent an open laminectomy at l4, l3, l2; decompression of the thecal sac l2-3-4-5 nerve roots; correction of scoliosis and reduction of l4-5 spondylolisthesis. The patient felt an increase in back pain while doing hamstring stretches 5 months post-op. The pain has further progressed into both legs. It was found that the hardware was fractured at the l4-5 level and as a result the spondylolisthesis has returned to preoperative levels. The patient underwent a revision surgery for removal of bilateral l2, 3, 4, 5 pedicle screws, broken rods, iliac connectors. The old hardware was removed and replaced.

Manufacturer narrative:
Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
This report is a duplicate of event from report 1030489-2012-01870. Going forward all new information will be submitted as a supplimental of 1030489-2012-01870.